Event description:
Representative reported a pump explant due to pocket infection. Information is still pending.

Manufacturer narrative:
Pending additional follow-up information. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: complaint-(B)(4).

Manufacturer narrative:
Although requested, additional relevant to the alleged issue was not able to be provided through follow up communication efforts. Per the instructions for use of the device, pump pocket infection is a known possible risk of use of the device. Internal complaint number: (B)(4).